Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they reservoir had leak at misaligned o rings. The customer's blood glucose was unknown. Customer stated that they was taking the plunger out of the reservoir when o ring also was taken out causing a spill on the insulin. The reservoir will not be returned for analysis.